Event description:
On (B)(6) 2014, the distributer contacted animas stating the display screen was blank. The audible tone feature of the pump was reportedly functioning. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported blank display screen was unable to confirmed or duplicated during investigation. During evaluation, the display screen fully illuminated and was fully functional at when the pump was powered on. Alarm history shows no indication of malfunction related to complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).